Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having issues with their blood sugars even with set changes. Customer stated that her doctor advised her to call to see if anything is wrong with the insulin pump. Customer reported issues with air bubbles occurring often. Customer's high blood glucose has been going on for the past 3 weeks. Customer's doctor made a slight change to her carb ratio setting. Customer's blood glucose was 445 mg/dl. Customer delivered a bolus to treat. Customer stated that she has a back-up plan and has contacted her health care provider for her high blood glucose. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do a complete set change. Customer also had a no delivery alarm but she resolved with a complete set change. Customer does not want to return the set or reservoir for analysis. Customer also had a button error but was able to clear the alarm. Customer stated that the buttons are working.